Manufacturer narrative:
Block a4: patient weight: 62.5 kg block h6: device code 2949 for the reportable issue of bands falling off varix. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. The trip wire was completely rolled in the handle assembly; it was secured in the handle assembly slot while the proximal section of the trip wire was bent in several locations and a crimp was present on the tripwire. The suture was intact and it was attached to the distal trip wire loop. The first knot was missing and the end of the suture was frayed. It was possible to observe that the ligator head was returned with five bands attached and these bands were moved out of their original positions. Additionally, the suture hole did not have any visual damage; however, some of the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt and no other issues with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. Block h11: correction: h6 (evaluation result code)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band successfully deployed, but the band failed to remain attached to the varix. Reportedly, the detached band was retrieved by forceps, and the procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a4: patient weight: 62.5 kg. Block h6: device code 2949 for the reportable issue of bands falling off varix. Block h10: investigation results. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. The trip wire was completely rolled in the handle assembly; it was secured in the handle assembly slot while the proximal section of the trip wire was bent in several locations and a crimp was present on the tripwire. The suture was intact and it was attached to the distal trip wire loop. The first knot was missing and the end of the suture was frayed. It was possible to observe that the ligator head was returned with five bands attached and these bands were moved out of their original positions. Additionally, the suture hole did not have any visual damage; however, some of the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt and no other issues with the device were noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band successfully deployed, but the band failed to remain attached to the varix. Reportedly, the detached band was retrieved by forceps, and the procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient weight: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first band successfully deployed, but the band failed to remain attached to the varix. Reportedly, the detached band was retrieved by forceps, and the procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.